Event description:
It was reported that the 7600 system cross arm brake and rotation brake needs to be adjusted. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The bearing block shaft assembly rods were re-seated, and the brakes were adjusted. The system was tested and found to be working as intended, and put back into service.